Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent open reduction/internal fixation surgery for distal radius fracture with the drill bit in question. In the surgery, va-tcp small 5 holes were used. During drilling of the proximal lhs2.4 screw, the f1.8 drill tip broke. The detailed cause is unknown. It seemed that when removing the drill from the sleeve, it got caught and broke. The broken tip was recovered, and it was confirmed that no metal pieces remained inside the body. The surgery was completed successfully with no surgical delay.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: corrected: g1. H3, h6: the product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device revealed that the fluted tip of the drill bit ø1.8 w/marking l110/85 2flute was found broken. The broken fragment was not returned and fracture surface were examined, and no damage related to material issues was observed. ¿the observed condition of the device was consistent with a component failure that was caused by exposure to unintended forces. A dimensional inspection was unable to be performed due to post manufacturing damage. A functional evaluation was not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the drill bit ø1.8 w/marking l110/85 2flute would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review a manufacturing record evaluation was performed for the finished device product code: 310.509 lot number:5016p19 it was electronically reviewed and the following non-conformance has been observed: jbl-nr-0021171. Nr is non-product related (documentation issue) no non-conformances /manufacturing irregularities related to the malfunction were identified. The product was released on: 27 mar 2023 manufacturing sites: jabil bettlach. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.